Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications, due to low readings.

Event description:
It was reported that the customer received low sensor glucose readings, causing her insulin pump to threshold suspend. Customer's blood glucose was 105 mg/dl and the sensor read 59 mg/dl. It was found that the customer was calibrating more than necessary. Nothing further reported.